Manufacturer narrative:
Initial and final MDR 1887768 - MDR 8021545-2024-01093 - device 2 of 3. E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set adhesive events on (B)(6) 2024. Patient reported that infusion set didn't last for a week. No further information available.